Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss and inadequate stimulation due to lead migration. The patient underwent a lead explant procedure. The explanted lead will not be returned.